Event description:
It was reported there was no ventricular output. The epg (external pulse generator) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular side of heart lead flex is out of electrical specification; one diode is shorted. Upper and lower cases are broken and contaminated. Lcd (liquid crystal display) is missing segments. Battery release and heart block are contaminated. Side bail covers, ring cover, two case screws, side bails, ring, and battery drawer o-ring are missing. Battery contacts are compressed. Battery drawer is broken.